Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer mentioned that the issue usually resolves itself after multiple attempts and was advised about the nature of the blockage detection. The customer acknowledged the guidance and agreed to contact support if the issue recurs. The customer continued to use the pump for insulin therapy.